Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated a falsely elevated magnesium (mg) result on one patient sample (sid (B)(6)). Results provided were: initial 3.55mmol/l / repeated 3x = 1.14 / 0.89 / 0.91mmol/l (normal range for male is 0.66-1.07mmol/l). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of service records, and a review of labeling. The customer observed quality control (qc) imprecision for ldh and lipase followed by a sample that generated a discrepant high mg result that was normal when retested on architect, serial number (B)(4). Abbott field service investigated the issue on site and resolved the issue by tightening the r1 syringe pump clamp (pn 2-89111-02, clamp, syringe, samp/reag pump). Review of the service history on sn (B)(4) does not show additional reports of imprecision or erratic results. The syringe pump clamp pn 2-89111-02 was not available for return as it remained in use on (B)(4). A review of complaints for part number 2-89111-02 did not identify any similar complaints or any product issues. A review of product labeling shows adequate information with regard to specimen handling, required maintenance, component replacement, and troubleshooting of the reported issue. A malfunction is not indicated as the device performs as intended when properly maintained. Based on the investigation performed a deficiency is not identified.